Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a misaligned digital to analog board interconnection cable. The interconnection cable was reseated to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.